Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va05dln, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the caller was not able to get the patient¿s stimulator turned back on. It was noted that the patient was currently in the hospital and had to have a cardio version. It was confirmed that the reason patient was in hospital was not related to the device therapy. It was reported that patient had a fib (atrial fibrillation) which was the reason why the patient was in the hospital. The patient was now out of a fib (atrial fibrillation) and waned the device turned back on. The caller was not able to turn stimulation back on with the patient programmer. It was reported the display showed ¿call your doctor¿ icon. A por (power on reset) condition was reported. It was noted that the message was seen the day of report.